Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a broken grip at the grip base. A piece, approximately 0.121" x 0.312", was found to be broken off and not returned. This failure is typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, one of the jaws of the mega suture cut needle driver instrument broke and fell into the patient. The broken piece was retrieved during the same procedure and a back-up instrument was used to complete the procedure robotically.